Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to a non-boston scientific guidewire perforated into the lead. The lead was never in use. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to a non-boston scientific guidewire perforated into the lead. The lead was never in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that a puncture hole noted in the lead insulation from the tip, consistent with a guidewire escaping the lumen. There is green guidewire coating noted in the area. Laboratory analysis confirmed reported allegation.